Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned.

Event description:
It was reported that a (B)(6) male patient underwent afib ablation using navistar rmt catheter and developed pericarditis which was treated with steroids. The patient was fully recovered. The physician commented that the cause of the event was unknown.